Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated by the baxter product analysis lab (pal). Results indicate: the rite (return instrument test/evaluation) test was performed. The device failed the homechoice rite functional test due to being received inoperative with a hld error in the logs. The homechoice rite electrical test passed. The pal tech removed the device cover and performed an internal inspection. No problems were revealed and all connections were correct and secure. The reported issue of patient symptom (peritoneal leak) was unable to be confirmed in the logs or duplicated during the pal evaluation. Note: issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. The assignable cause for the reported issue of patient symptom was undetermined. Additional issue of rite failure (received inoperative / hld error in logs). The device was noted as failing the rite functional test, however review of the printout revealed the device met all the rite functional test requirements. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The assignable cause was undetermined.

Event description:
Initially, the caregiver (cg) called for assistance requesting to end therapy as the patient did not feel well and the patient was going to the hospital. During a follow up call on (B)(6) 2011, the facility nurse stated the patient remains hospitalized at this time. The nurse indicated she had spoken with the caregiver (cg) who advised the patient is reportedly leaking out of their peritoneal cavity (hydrothorax into the chest cavity. The patient is currently receiving hemodialysis. The nurse stated that no further information was available regarding this event.